Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patients ipg had reached end of life due to being stuck in MRI mode. The patient underwent surgical replacement on (B)(6) 2022. Therapy was restored post-op.

Manufacturer narrative:
Section a4: the patient's weight is included in this report. Section h9: the fsca number is included in this report. The reported observation ¿MRI mode ¿ cannot disable¿ was confirmed. The root cause of the observation was due to the device being previously set to MRI mode. If a device is placed in MRI mode, the device will not bond or enter a session with any other device that had not been previously paired. The universal engineering programmer was used to disable MRI during analysis and normal communication between the device and a programmer was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
The reported observation ¿MRI mode ¿ cannot disable¿ was confirmed. The root cause of the observation was due to the device being previously set to MRI mode. If a device is placed in MRI mode, the device will not bond or enter a session with any other device that had not been previously paired. The universal engineering programmer was used to disable MRI during analysis and normal communication between the device and a programmer was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.